Manufacturer narrative:
Concomitant product: kainox sl biotronik lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient was found non-responsive with ongoing ventricular tachycardia (vt). External rescue was required with CPR and AED. A transmission showed lack of persistent detection criteria by the implantable cardioverter defibrillator (ICD) device due to variation in the underlying polymorphic rhythm. Reprogramming was performed to quicker detection intervals . The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.